Event description:
Pt had penile prosthesis implanted 1/24/89. Returned for replacement due to loss of rigidity and possible broken wires. Replaced with another model penile prosthesis. Malfunction prosthesis contained 3 parts: proximal tips, 1 pr, reorder #800113 lot #87013e1003; cylinder bodies, 1 pr, reorder #800120 lot #88048c100b; distal tips, 1 pr, reorder #800213-002 lot #8701281003.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.